Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a driveline infection with start date of (B)(6) 2019 was reported. Site of infection was described as a pump related bacterial driveline infection. Treatment included surgical therapy and drug therapy. Reported cause of infection was reported to be because the patient did not follow the instructions on device management. The patient was admitted to the hospital from (B)(6) 2019 until (B)(6) 2019. At the time of admission, wound cleansing was performed. No additional information provided.